Event description:
Caller reported lab discrepancy - potential false negative troponin I (tni) result on triage cardiac panel 25 test kit compared to result from beckman dxi. This is considered an adverse event because pt was hospitalized. A man goes into ER with chest pain. Pt was admitted into the hospital and did suffer a cardiac event. No further pt information was provided.

Manufacturer narrative:
Qc retained cardiac w45277, exp 12/29/09. Qc retained cm cal h exp 07/19/10. Mas controls for access ii (cxl) exp 09/30/11. Returned pt samples: (edta plasma). Tmas, gsp, and triage meters (see the attached data sheet). Product support tested returned pt samples and cal h on lot #w45277 and verified recovery with access ii. Product support observed a value of <0.05 with pt sample 1 on triage and 0.06 on access ii. Product support observed a value of 0.15 with pt sample 2 on triage and 0.32 on access ii. Product support observed all values for cal h to be within the manufacturing 2sd range and a % recovery at 99%. No low bias in recovery was observed. Complaint not confirmed. Product support could not rule out any samples specific or environmental factor and my affect a analyte recovery. No corrective action required at this time as no product deficiency was observed.